Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer had low blood glucose. Customer stated that blood glucose was in 40's mg/dl while on the pump before surgery and health issues. Customer stated that he gave her insulin and lows are in 30's mg/dl. Customer stated that lows was the later part october of last year but was unable to provide date or specific blood glucose. Customer stated that there were separate lows that when she was off the pump also. Customer declined troubleshooting of the low blood glucose. The insulin pump will not be returned for analysis.